Event description:
It was reported that following the implantation of an elevate anterior the patient experienced difficulty emptying bladder. A catheter was placed as the patient was unable to void prior to discharge. The catheter was removed on (B)(6) 2015 and the event was considered resolved/recovered with no sequelae. No further patient complications have been reported in relation to this event.